Event description:
It was reported to fresenius that a bd luer-lok syringe 10ml 200/bx using on catheter was pulling back to get blood to push and pulled and middle piece slipped out causing blood spill. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).